Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
On (B)(6) 2012 - follow up # 1. Correction: was inadvertently not completed in the initial 3500a form. Check marks under "life threatening" and "required intervention" were missing and now corrected.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging she was unable to perform a test on her onetouch ultramini meter due to it displaying a battery indicator. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue occurred on (B)(6) 2012 at approximately 10pm. The patient manages her diabetes with novorapid and levemir insulin and is a self adjuster. The patient claimed that immediately after the alleged issue, she developed symptoms of ''blurry vision'' which she associated with high blood glucose. The patient informed the customer service representative (csr) that she self treated at around 10pm by administering 8.5 u of novorapid but ''guessed'' on the dosage. At approximately 1am, (a few hours later) she reportedly tested on another device (onetouch ultrasmart) and observed a value of ''11.7 mmol/l'' (211 mg/dl) and adjusted her levemir insulin (unknown amount) based on the meter result. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the battery did need to be replaced, but a new battery was not available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.